Event description:
Allegedly the patient was revised due to unknown mom complications. Our head and cup were removed and replaced with a stryker cup and two screws. Additionally our head (44mm) was replaced with our 28mm xl head and a stryker dual mobility. Dr. (B)(6) left the neck and stem in. Cultures taken.